Event description:
A meter to hcp comparison test was made with the reporter's meter reading240 ng/dl and the hcp meter (type unknown) read 128 mg/dl. Both tests were done within 10 minutes. Reporter did not have any symptoms. No control solution test was done due to unavailability of supplies. On follow-up, the reporter stated that he has now coded and cleansed his meter properly.